Manufacturer narrative:
Product ID 37081, serial# unknown; product type extension analysis of the implantable neurostimulator (ins) found no significant anomaly. It was functionally okay and the setscrews were tight. "Ad-hoc" testing of the allegation of device heating during recharging concluded there was no evidence to suggest the complaint device behaved differently than a control device. There were no abnormal hotspots from infrared (ir) images and thermocouple data closely matched the control data. Analysis of the extension found no significant anomaly. Analysis of the boot found no significant anomaly. There were cosmetic cuts on the plug.

Event description:
It was reported that there were burns at the level of the implantable neurostimulator (ins) (located in the belly) during recharge. At the beginning, the burns appeared after two hours of recharge. Over time, it had been becoming progressively worse, to the point where the burns appeared more and more rapidly. On the day of the report, the burns appeared from the beginning of the recharge. The patient could not recharge anymore because ¿it was too much aches.¿ the reporter indicated that ¿tracks of burns¿ could be observed at the level of the skin where the ins was implanted and the skin was purple. The reporter was not able to interrogate the ins because it was completely overdischarged. The last recharge session was reportedly two months prior to the report. The device was consequently explanted. The patient was alive but with burns. Approximately a week later, the reporter did not know how the patient was doing but thought he was doing well because he was well after the explant of the ins. However, the reporter did not know if the skin was still purple with burn tracks around the old pocket site.

Manufacturer narrative:
Based on further review of the event, the following coding change was made: the device code of c62883 was added to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 3550-29, serial # unknown, product type accessory; product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.